Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: model: dtba1d, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. The right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing noise was also noted leading to pacing inhibition and long pausing, and the superior vena cava (svc) defibrillation coil displayed ¿impedance changes.¿ additionally, the right atrial (ra) lead had triggered an alert for high thresholds. Reprogramming was completed and a lead revision was conducted. During the lead revision it was discovered the vein was occluded and the physician chose to switch the rv lead connector and left ventricular (lv) lead connector in the device header in order to eliminate oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.